Event description:
It was reported that the implant turns itself off for no apparent reason for the past 3 months. Patient said they talked to representative (rep), and representative told patient to replace the battery pack in the controller to resolve the issue. Agent asked, patient said they is able to turn therapy back on without having to recharge the implant. Patient mentioned the other day the implant was at 80% and the controller was at 88%, but the implant turned itself off. Technical services (ts) advised patient to document when therapy turned off and if he needed to turn therapy back on, to document battery status of controller and the neurostimulator. Patient to meet with rep to get file, after he's had at least 2 incidents of therapy turning itself off. Patient also mentioned that recharging will stop or change status when they hasn't moved a muscle, and it gives him an alarm that he has moved, even though he hasn't. Patient confirmed the implant is not moving around at an angle or at the slightest angle, and there is no damage to the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.